Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was priming her insulin pump and received a no delivery alarm twice. Troubleshooting was performed and the customer stated that the insulin did exit the tubing. Customer was advised to assemble a new infusion set with the current reservoir. Customer was advised to manually push the plunger to see if the insulin exits the tubing. Customer stated that the insulin did not exit the tubing. Customer tried a new reservoir with the current set. Customer stated that the pump did not alarm no delivery with manual prime. Customer was advised that changing the reservoir resolved the issue. Customer was advised to return the reservoir. Customer was explained that filling a reservoir with insulin that is not room temperature can cause air bubbles.